Manufacturer narrative:
Event date unknown. (B)(4). Cement extravasation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a clinical evaluation report (cer) that clinical data published between 1st may 2011 through 10th feb 2014 concerning devices used during vertebroplasty procedure including pmma bone cement was evaluated to demonstrate compliance to the essential requirements of the mdd. It was reported in the cer that there were 2 cases of cement extravasations into the adjacent disc space during a kyphoplasty procedure. All cases were asymptomatic. The manufacturer of the pmma cement was not specified in the cer document.